Event description:
Reporter had a meter-to-lab test performed resulting in blood glucose readings of 63 and 80 mg/dl respectively. Reporter stated that she had recently had a stroke and chronic obstructive pulmonary disease, and that she was on steroids which induced the diabetes.